Event description:
International affiliate filed a complaint for two expedium set screws and one mis cannulated polyaxial screw reporting that the screw and thread were damaged when the surgeon tried to reduce the olisthesis. Additional information revealed that the thread was torn from the screw or screws and the torn piece(s) of thread was removed from the patient. As it is not clear which screw or screws had torn threads, medwatch reports are being submitted for all three screw. See mfg medwatch report# 1526439-2013-30817 for the first set screw that was involved in this event. See mfg medwatch report# 1526439-2013-30818 for the second set screw that was involved in this event.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation.

Manufacturer narrative:
Visual inspection of the returned mis cannulated polyaxial screw noted that the threads on its tulip head had become sheared off from the device. Review of the device history record found no issues were identified during the manufacturing and release of this product that could have been contributed to the problem reported by the customer. A review of the complaint trend analysis found no observed trends for issues of this nature. The root cause of the shearing of the threads cannot positively be determined. However, the noted damage is indicative of a set screw being misaligned with the polyaxial screw upon tightening, resulting in thread shearing. No corrective action/preventive action (CAPA) is required at this time as there has been no issues identified in the manufacturing or release of these devices and there have been no systematic trends. Therefore, this complaint will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.